Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook (pch) instrument was analyzed and failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of broken distal clevis to related to the customer reported complaint. The instrument was found to have both ears of the distal clevis broken. One of the broken pieces was not returned. The returned piece measures roughly 0.264¿ x 0.252¿ in size. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, a small yellow circle was noticed on the liver bed. The permanent cautery hook (pch) instrument was removed alongwith two yellow parts from the patient. The procedure was completed with a backup instrument. Intuitive surgical, inc. (Isi) followed up with the initial reporter and the following additional information was obtained: the permanent cautery hook (pch) instrument was inspected prior to use and no damage was found. The instrument was in use for 15 minutes prior to the issue occurring. The surgeon did not notice any issues with the functionality of the instrument. The pch instrument did not collide with any hard objects. The instrument was not removed prior to the instrument breaking. Upon final removal of the instrument, the instrument wrist was straightened. There was no resistance felt when moving the instrument through the cannula. There was no additional damage found to the instrument, nor the cannula. The fragments were retrieved by using a grasper instrument. The procedure was completed robotically. The patient has not experienced any post-surgical complications.